Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead and the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The ra lead and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of lead damage and oversensing noise were confirmed. As received, a partial lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of the reported events was due to external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.